Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting increased right ventricular (rv) thresholds and decreased r-wave amplitude. The patient has a competitor's rv lead. Additionally, the monitoring voltage was reported to be 2.64 volts in may of 2008 and was found to be 2.58 volts over a year later. Technical services (ts) discussed that this device is part of the shortened replacement window (4/05/2007) advisory and recommended monthly follow-up per advisory information. Ts also requested a save to disk to be performed and sent to engineering for analysis. No adverse patient effects were reported. Subsequent information indicates that this product declared a battery status of elective replacement indicator (eri). At this time, no further information is available.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
--

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Event description:
Subsequent information indicates that this product was explanted, replaced and returned for laboratory analysis.